Manufacturer narrative:
The complainant reported that a grip set screw on a screwdriver broke during surgery. An alternate screwdriver was available and used to successfully complete the procedure. There were no reported patient complications. A visual assessment of the device confirmed that the grip set screw was broken from the instrument body. There were rotational scratches the size and shape of the grip set screw identified on the pedicle screwdriver. The proximal portion of the rotational scratch was most pronounced. The size and location of the rotational scratches suggests that the grip set screw was impacted and forced upward. A functionality assessment could not be performed due to the damage. A DHR review was performed for the device lit and there were no manufacturing anomalies identified. The device met all required specifications prior to initially being released on 09/22/2016.

Event description:
The complainant reported that a grip set screw on a screwdriver broke during surgery. An alternate screwdriver was available and used to successfully complete the procedure. There were no reported patient complications.